Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer reports giving an injection (planted ppd) to an employee and withdrew the needle with no problem. The customer reports when she went to slide the protective safety sheath forward it fell completely off leaving the needle exposed. There was no injury sustained.

Manufacturer narrative:
A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The safety syringe assemblies that were used to produce this lot were manufactured on october 12-14, 2014. During the manufacturing of the safety syringe assemblies, syringes were visually inspected and physically tested with no issues recorded relating to this customer report. The DHR for the lot control and the shop order indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The actual sample involved in the complaint event was received for evaluation. The manufacturing site received one monoject safety shield and one empty opened blister strip with this customer report. Visual inspection was conducted to the quality inspection standard. The visual inspection identified damage to the retention features of the safety shield. Microscopic visual inspection was conducted under 7x magnification. The surface finish of the region around the retention feature was compared to molded components from current production. The surface finish was essentially equivalent, indicating the shield was fully formed. The magnified visual inspection identified features in the damage of the retention features indicating the damage was caused by movement of the shield over the collar in two directions; both rotational and longitudinal. Safety syringe assemblies from current production were tested to attempt to replicate the damage appearance observed on the returned shield. The testing results indicated similar damage patterns could be created by forcing the shield beyond the extend detent, pushing the retention features of the shield onto the alignment chevrons of the collar and then rotating the shield into the locked position.

Event description:
Based on the sample provided, potential causes for the safety shield issue include, but are not limited to: excessive force applied to the shield during shield extension. Control mechanisms are in place to prevent the occurrence and acceptance of safety shield defects by the syringe assembly process: resin must pass a certification review and incoming inspection prior to release for production. The molding process is validated and the critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Preventive maintenance of the molding tool is conducted at required frequencies, in order to ensure process capability is maintained. Inspection of molded components is conducted on a periodic basis to ensure molded components meet the requirements defined in the quality inspection standard. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machines. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The assembly machine the product is manufactured on is equipped with a vision system which inspects for missing, inverted, and bent cannula to ensure the cannula are within specified limits. During production, processing equipment is checked regularly to verify the detection systems are functioning properly. During assembly of this product, inspectors routinely test samples for shield retract force, shield extend force, shield-locking torque, shield/collar spin force, shield detach and shield compression force. The test results are reviewed prior to release to verify that all testing during production was acceptable and within specification. The product cannot be accepted unless the acceptable quality level has been met. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. The safety mechanisms will deactivate if you do not pull the shield all the way up and twist it. The instructions for use of the safety syringe are on the back of each unit box which state, immediately following injection, extend shield forward fully until click is heard. Then lock safety shield by twisting in either direction until you feel the positive stop and hear the audible snap. Based on the existing controls and DHR indicating the sampling and product specification requirements were met; additional correction and/or containment activities of product are not required at this time.